Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a cut power cord. No further testing has been completed at this time and no repairs have been performed as the referenced device has been returned un-repaired per customer request. If any additional information is received, a follow up MDR will be sent.

Event description:
During product evaluation by baxter personnel, a colleague infusion pump failed a power cord condition test. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved an unremediated infusion pump with user interface module master software version 5.03.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.